Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) generated an alarm. There was patient involvement; however, no injury or harm was reported. The customer indicated that the unit alarmed ¿check gas supply / no gas¿ once for approximately 20 seconds, which then resolved temporarily before recurring without resolution. A subsequent alarm indicating ¿fibre optic cable disconnected¿ was also triggered. Troubleshooting attempts at the site were unsuccessful. As a result, the iabp console was replaced. The replacement unit functioned as expected even without the fibre optic cable connected. A getinge field service engineer (fse) was dispatched to the site and performed a testing and calibration in accordance with manufacturer specifications. The reported issue could not be replicated. Leakage testing, manifold testing, and all required functional tests were completed, with all parameters found to be within specification and all tests passing successfully. Electrical safety testing was also performed in accordance with as/nzs 3551 standards. The unit was returned to the customer in good working condition.